Event description:
It was reported to boston scientific corp that a hydra jagwire was used during an endoscopic sphincterotomy (est) procedure performed on (B)(4) 2009. According to the complainant, during the procedure, the coating of the device seemed to peel off. It was confirmed that no fragments detached inside the pt. The procedure was completed with another hydra jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).